Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: investigation summary: the product was not returned to depuy synthes. However, a photo was provided for evaluation. Visual inspection of the returned photo found that the screw is broken. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the milagro advance screw 7x23mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a guidewire entrapment during the screw insertion as per the instructions for use (IFU); if resistance is felt during the insertion of a milagro br interference screw over a guidewire, stop and confirm that the guidewire is not entrapped. If entrapped, back out the screw and withdraw the guidewire. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the milagro advance screw 7x23mm device broke. It was reported that there was a 2-minute delay in the procedure due to the event. There were no reports of injuries or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. No further information was provided.